Event description:
Insufflation tubing - black rubber gasket failure. The black piece appeared to be rotten. Chole surgery performed on (B)(6) 2012. Circulator nurse was preparing for set up and noted the black rubber part of the insufflation tubing set appeared rotten. Tubing replaced - no error to pt. Incident report filled out and voluntarily submitted device to medwatch.